Event description:
The introducer contained within the vascular access kit didn't function as designed. Upon pulling apart the outer sheath of the (introducer) cannula. The pink handles became completely disconnected. Surgeon was able to retrieve the sheath by reaching under the skin to continue the procedure. Upon examining the sheath the distal end was curled/rolled in fashion.